Event description:
Second degree burn on a pt. Hosp memorandum states, "bair hugger units are currently being utilized intraoperatively for surgical pts. Recently we had an incident resulting in a 2nd degree burn on a pt. Procedures have been followed for investigation with the unit involved and preliminary reports indicate the unit was functioning properly and within specs. MFR's guidelines were followed for use of this unit when theis incident occurred. A rep from augustine medical, inc will be in the or on wednesday, march 24, 1999 to review procedures/precautions with use of these warning devices. Until completion of the investigation from augustine medical, inc, please utilize temp selection on medium or low only."